Manufacturer narrative:
The peritonitis occurred on an unspecified date reported as "at the time of this report". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a peritoneal infection. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment for the event was unknown. Pd therapy was withdrawn during the treatment. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. No additional information is available.